Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a service required condition and the oxygen blending module board was replaced to address the issue. During evaluation, the device's interface board was also replaced to address the service required alarm condition. The oxygen blending module board and interface board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending module board was related to a sensor drift. The root cause of the interface board failure was related to a sensor being pulled to ground.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.